Event description:
Patient underwent I&d washout due to infection. The surgeon attempted to remove the polyax plate, but the 8mm cannulated screw would not disengage from the plate. Therefore, no parts were removed during this surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.